Event description:
It was reported that a small piece of the patient's condyle was fractured during surgery. This happened when putting a triathlon trial on where a cut has to be made posterior center of the distal femur (posterior to the transepicondylar line). It was considered minimal damage by the surgeon and the portion was stabilized and the implant placed. It was also indicated that the surgeon did not consider this event "detrimental enough to warrant anything further."

Manufacturer narrative:
The device is not available for evaluation.